Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm. Troubleshooting for no delivery alarm was performed. The customer's blood glucose level was 280mg/dl at the time of the incident. Customer declined troubleshooting for the high reading. The customer was advised to disconnect at the quick release and was assisted with fixed prime, which they stated resulted with the insulin not exiting. The customer was advised to remove the reservoir, performed rewind and manual pump until the piston reaches end of travel, which resulted in the insulin pump alarming no reservoir. The customer that insulin exited when it was push using a plunger through the tubing and also when asked dot run another manual prime after a rewinding the insulin pump. It was explained that the alarm was caused by the infusion set and reservoir connection. The customer was advised to monitor blood glucose and change set if needed. No product will be returned for analysis.